Event description:
During an in-clinic follow-up, increased capture threshold was observed on the leadless pacemaker (lp). Premature battery depletion was alleged but not confirmed. The lp was reprogrammed as a resolution. The patient is stable.

Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. The device records were reviewed by an abbott software engineer. The usage demand profile of the ra lp was reviewed, including the pacing burden, event rate, and load resistance. Based the findings, the estimated remaining longevity of 3.1 ¿ 3.3 years is appropriate for the ra lp. There were no indications that an anomaly was observed.